Manufacturer narrative:
No device was returned for evaluation as they are still in-situ, no radiographs were provided so the event could not be confirmed. It is unknown what the patients post activity levels were or if they experienced a fall or other accident. The patients bone quality could not be confirmed. Review of the reported event identified the patient has been experiencing pain and pseudarthrosis for a couple of years and has refused any additional care. No root cause could be determined however excessive loading as a result of the reported extended non-fusion and excessive physical activity is the likely cause of the screw fracture no additional investigation can be completed. Manufacturing review: no material or lot code information was provided, and no product failure alleged or identified so a manufacturing review could not be completed. Label review: "contraindications contraindications include, but are not limited to:4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union...decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma..." "Warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
This event was identified during a review of the pmcf lumbar interbody study that noted a patient underwent a thoracic lumbar interbody fusion with posterior fixation on (B)(6) 2021 at l3/5 at l4/s1. On (B)(6) 2021 patient presented in spine clinic and is endorsing pain of the right lateral calf and foot without any radiation from the back into this area. They describe sharp, intense, burning neuropathic pain. On (B)(6) 2023 patient has had persistent back pain since early post op that has gradually been worsening, radiographs showed right s1 pedicle screw fracture and CT scan confirmed screw fracture and showed stable non-union. On several occasions (B)(6) 2023 and (B)(6) 2024 attempts made to schedule a revision, but patient declined additional care. No further information available.